Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that arctic sun device had to reset the power. When the device turned back on, it stated that the reservoir was empty. Nurse stated that they were trying to refill the reservoir but it was not filling and the water was coming out of the tube. Nurse provided s/n (B)(6). Informed nurse anytime the device loses power, was unplugged during therapy, or turned off without the pads being emptied, the device would alarm that the reservoir was empty. Explained it was not able to sense the water in the pads. Suggested nurse empty the pads and then try to resume therapy, as the device typically didn't actually need water in this instance. Nurse stated they have now emptied all of the water out and need to fill it. Nurse emptied the pads and disconnected the pads. Confirmed with nurse they initially had the fill tube connected to one of the drain ports on the back but have found the fill port and cannot get it to take up water. Explained the fill tube should be connected on the back of the device directly below the grey fdl (fluid delivery line). The other end should go into a bottle of sterile water. They can then select fill reservoir and it would automatically begin taking up the water. Nurse confirmed they have it plugged into the correct port now, however it was not taking up the water and the water seems to be coming out of the tube instead. Recommended nurse swap to another device and have biomed evaluate it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that arctic sun device had to reset the power. When the device turned back on, it stated that the reservoir was empty. Nurse stated that they were trying to refill the reservoir but it was not filling and the water was coming out of the tube. Nurse provided s/n (B)(6). Informed nurse anytime the device loses power, was unplugged during therapy, or turned off without the pads being emptied, the device would alarm that the reservoir was empty. Explained it was not able to sense the water in the pads. Suggested nurse empty the pads and then try to resume therapy, as the device typically didn't actually need water in this instance. Nurse stated they have now emptied all of the water out and need to fill it. Nurse emptied the pads and disconnected the pads. Confirmed with nurse they initially had the fill tube connected to one of the drain ports on the back but have found the fill port and cannot get it to take up water. Explained the fill tube should be connected on the back of the device directly below the grey fdl (fluid delivery line). The other end should go into a bottle of sterile water. They can then select fill reservoir and it would automatically begin taking up the water. Nurse confirmed they have it plugged into the correct port now, however it was not taking up the water and the water seems to be coming out of the tube instead. Recommended nurse swap to another device and have biomed evaluate it. Per follow up information received via customer on (B)(6) 2024, it was reported that the original device was sent to biomed for evaluation. Therapy was completed on a new device and no there was no impact to the patient.

Event description:
It was reported that nurse stated that arctic sun device had to reset the power. When the device turned back on, it stated that the reservoir was empty. Nurse stated that they were trying to refill the reservoir but it was not filling and the water was coming out of the tube. Nurse provided s/n (B)(6). Informed nurse anytime the device loses power, was unplugged during therapy, or turned off without the pads being emptied, the device would alarm that the reservoir was empty. Explained it was not able to sense the water in the pads. Suggested nurse empty the pads and then try to resume therapy, as the device typically didn't actually need water in this instance. Nurse stated they have now emptied all of the water out and need to fill it. Nurse emptied the pads and disconnected the pads. Confirmed with nurse they initially had the fill tube connected to one of the drain ports on the back but have found the fill port and cannot get it to take up water. Explained the fill tube should be connected on the back of the device directly below the grey fdl (fluid delivery line). The other end should go into a bottle of sterile water. They can then select fill reservoir and it would automatically begin taking up the water. Nurse confirmed they have it plugged into the correct port now; however, it was not taking up the water and the water seems to be coming out of the tube instead. Recommended nurse swap to another device and have biomed evaluate it. Per follow up information received via customer on 12sep2024, it was reported that the original device was sent to biomed for evaluation. Therapy was completed on a new device and no there was no impact to the patient.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.